Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), sepsis ("surgical abcess / sepsis"), kidney infection ("kidneys infection"), intestinal obstruction ("gastrointestinal or digestive system condition type: bowel obstruction") and postoperative abscess ("surgical abscess") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines"). On (B)(6) 2012, 3 years 1 month after insertion of essure, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infection (other)"). On (B)(6) 2012, the patient experienced kidney infection (seriousness criterion medically significant), cystitis ("infection bladder/urinary tract/vaginal"), urinary tract infection ("infection bladder/urinary tract/vaginal") and vaginal infection ("infection bladder/urinary tract/vaginal"). On (B)(6) 2016, the patient experienced intestinal obstruction (seriousness criterion medically significant). On an unknown date, the patient experienced sepsis (seriousness criterion medically significant), postoperative abscess (seriousness criterion medically significant), wound ("near surgical wounds around uterus"), uterine pain ("pain near surgical wounds around uterus"), procedural pain ("I was in severe pain subsequent to my procedure") and complication of device insertion ("she was placed under observation for a longer period of time post-implant"). The patient was treated with co-trimoxazole (bactrim), ibuprofen and surgery (pelvic surgery/ total abdominal hysterectomy ;partial bilateral salpingectomy on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and wound was resolving, the sepsis, kidney infection, intestinal obstruction, postoperative abscess, cystitis, urinary tract infection, vaginal infection, uterine pain, procedural pain, infection and complication of device insertion outcome was unknown and the dyspareunia and migraine had resolved. The reporter considered complication of device insertion, cystitis, dyspareunia, infection, intestinal obstruction, kidney infection, migraine, pelvic pain, postoperative abscess, procedural pain, sepsis, urinary tract infection, uterine pain, vaginal infection and wound to be related to essure. The reporter commented: on (B)(6) 2012, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion, correct essure placement most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Following events added: infection(other), infection bladder/ urinary tract / vaginal, she was placed under observation for a longer period of time post-implant, I was in severe pain subsequent to my procedure and pain near surgical wounds around uterus. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), sepsis ("abcess / sepsis"), kidney infection ("kidneys infection"), intestinal obstruction ("gastrointestinal or digestive system condition type: bowel obstruction") and postoperative abscess ("surgical abscess") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). In 2010, the patient experienced intestinal obstruction (seriousness criterion medically significant). On (B)(6) 2012, 3 years 1 month after insertion of essure, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced sepsis (seriousness criterion medically significant), postoperative abscess (seriousness criterion medically significant) and wound ("near surgical wounds around uterus"). The patient was treated with co-trimoxazole (bactrim), ibuprofen and surgery (pelvic surgery / total abdominal hysterectomy, partial bilateral salpingectomy on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and wound was resolving, the kidney infection and postoperative abscess outcome was unknown and the dyspareunia and migraine had resolved. The reporter considered dyspareunia, intestinal obstruction, kidney infection, migraine, pelvic pain, postoperative abscess, sepsis and wound to be related to essure. The reporter commented: on (B)(6) 2012, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion, correct essure placement. Most recent follow-up information incorporated above includes: on 21-may-2018: following company internal coding review, the reported event "surgical abscess" was recoded to the meddra llt: post operative abscess. Narrative amended, event seriouness criteria upgraded and company causality updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), sepsis ("abcess / sepsis"), kidney infection ("kidneys infection") and intestinal obstruction ("gastrointestinal or digestive system condition type: bowel obstruction") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). In 2010, the patient experienced intestinal obstruction (seriousness criterion medically significant). On (B)(6) 2012, 3 years 1 month after insertion of essure, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced sepsis (seriousness criterion medically significant), incision site abscess ("surgical abscess") and uterine pain ("near surgical wounds around uterus"). The patient was treated with co-trimoxazole (bactrim), ibuprofen and surgery (pelvic surgery / total abdominal hysterectomy, partial bilateral salpingectomy on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and uterine pain was resolving, the kidney infection and incision site abscess outcome was unknown and the dyspareunia and migraine had resolved. The reporter considered dyspareunia, incision site abscess, intestinal obstruction, kidney infection, migraine, pelvic pain, sepsis and uterine pain to be related to essure. The reporter commented: on (B)(6) 2012, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion, correct essure placement. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and medical record received- reporter information, patient details, product information and events sepsis, kidneys infection, gastrointestinal or digestive system condition type: bowel obstruction, surgical abscess were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and migraine ("migraines"). The patient was treated with surgery (pelvic surgery on (B)(6) 2012). At the time of the report, the pelvic pain, dyspareunia and migraine outcome was unknown. The reporter considered dyspareunia, migraine and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2012, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.